Manufacturer narrative:
Method - surgeon interviewed. Conclusion: surgeon believes his installation technique may have contributed to the outcome. Device not returned for investigation, no specific root cause can be determined.

Event description:
A female pt underwent a chest wall tumor resection and reconstruction procedure in which biobridge plates were used as part of the reconstruction of the chest wall. The surgeon reported at approximately 3-4 months post-op, the pt reported pain after bending sideways to pick up luggage. After treating the pt's pain symptoms for 3-4 months the surgeon determined that a second surgery was needed. The surgeon removed the biobridge plates and found that the plates had broken and the rib that they had been anchored to had also broken. The plates were removed and replaced with a mesh.